Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. There was no impact to the customer's blood glucose level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.